Event description:
Reporting status: serious injury - required intervention. Reporting rationale: stent dislodgement requiring medical intervention. Device issue: stent dislodgement. It was reported that after a failed cross attempt in a heavily calcified and tortuous lesion, the stent dislodged upon withdrawal from the rca when trying to pull it back into the guiding catheter. It remained in the ostium of the rca on the guide wire. Upon delivery of the snaring device, vessel access was lost, as the guide wire came out. The stent became lost and the pt was sent to interventional radiology (ir), where the stent was found in the profunda and removed. No additional event or pt info available.

Manufacturer narrative:
Results: product performance engineering could not determine a conclusive root cause for the stent dislodgement. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible in the guide wire lumen. There was contrast visible in the inflation lumen. The stent implant was not returned. The balloon was tightly folded. There were crimp marks visible in the balloon between the markers. There was a kink in the inflation lumen 1.6cm distal to the guide wire exit notch. There were two kinks in the hypotube 16 cm and 65 cm distal to the strain relief tubing. There was no other damage noted to the sds. The tip seal length was measured and met manufacturing criteria. The stent implant outer diameters could not be measured due to the stent implant not returning. Product performance engineering reviewed the incident info and the results of the returned analysis. The returned sds within the guide wire lumen and without the stent implant is consistent with the reported complaint of stent dislodgement in vivo. The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, and device placement technique, interaction with other devices, device size selection, or accessory device support. In this instance, the crossing profile of the sds was unable to be measured since the stent implant was not returned. The root cause of the failure to cross in unk, but the vessel was heavily tortuous and the lesion was heavily calcified. These factors may have contributed to the inability to advance the sds. There is no indication of a quality issue with the returned device that would account for the failure to cross. The tip " " length met manufacturing criteria. Stent dislodgement inside the body can be affected by numerous factors including, but not limited to, extreme tortuosity or lesion resistance, interaction of stent with accessory devices, crossing previously deployed stent, excessive force needed to retract undeployed stent into guiding catheter, or improper or inadequate crimping at the time of manufacturing. In this instance, there was extreme tortuosity and the lesion was heavily calcified, which may have contributed to the reported stent dislodgement. Analysis of the returned device indicates the presence of crimp marks on the balloon between the markers, suggesting that the stent was at least crimped onto the balloon at the time of manufacturing. The difficulty crossing the heavily calcified lesion likely created resistance on the stent that may have disrupted the " " and contributed to the eventual dislodgement. It is likely that the stent edge met resistance with the guiding catheter tip during the attempted removal. The ultimate root cause of the stent dislodgement is unk, but appears to be related to the interaction with the heavily calcified lesion and guiding catheter. While the ultimate root cause of the stent dislodgement is unk, it should be noted that as per the instruction for use (IFU): "should any resistance be felt at any time during either lesion access or removal of the delivery system post stent implantation for the entire system should be removed as a single unit...applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components." The noted kinks on different parts of the sds were not reported in the incident and may have occurred during manipulation of the device in the pt or during packaging of the device for shipment back to abbott vascular for evaluation. The exact cause of the kinks is unk, but they do not appear to be related to the reported dislodgement. No conclusive root cause was determined, but there was no indication of any quality issue. A review of the finished device lot history record for did not reveal any non-conforming material reports. This MDR is considered closed " " the product performance group.